Event description:
In 2007, it was reported to bsc that during an egd (esophagogastroduodenoscopy) (male patient and age unknown) "the balloon would not deflate and they could not remove from the scope. Removed the whole system and manually deflated the balloon to get it out." The procedure was successfully completed with subject device. There was no reported complication or ill effect sustained by the patient.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.